Manufacturer narrative:
The device history record (DHR) for lot 619605 indicates that there were no defects were found in 308 samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. A review of the machine setup was conducted and there were no issues. All in process checks were completed as required. There was a photograph returned with this complaint. The photo shows that the plunger tip is upside down in the barrel and the plunger is missing. The reported condition is confirmed. The complaint shall be reopened if a sample is received. The most likely root cause of the upside down plunger tip is that the plunger tip was turned in the tip loading rail. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, syringes are inspected throughout the lot for correct assembly. The lot met all defined acceptance requirements and was released. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported during a syringe fill, some were rejected due to an up-side down plunger tip in the shaft of the syringe. The rubber tip was not attached to the plunger. Product leak as result of the plunger issue.